Event description:
It was reported that the cot tipped over with a patient. It was stated that a head injury was sustained by the patient during the cot tip. The patient was transported to the hospital, where they were treated for the head injury by a healthcare professional. Treatment details have not been provided. It was reported that the patient passed away, however it has not been confirmed if this was related to the injury sustained during the tip event.